Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had not experienced therapeutic effect. The "setting she was placed on was lower than what she trialed and she has been in pain since implant." The hcp had been "raising her medications approx 25% each week and also prescribed oral meds for help with pain relief." The pt was home at the time of this report. She was working with the hcp weekly to have small increases in medication and hoped to work towards resolution. The pump contained dilaudid. It was later reported that the catheter "came out of the spot where it needed to be".